Event description:
It was reported the patient's right ventricular lead exhibited rising capture thresholds. X-rays indicated the lead was dislodged. The lead was capped during surgery on (B)(6) 2015, and a new lead was placed. The patient is reportedly doing well postoperative.

Manufacturer narrative:
(B)(4).